Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with unspecified drug (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Action taken with pd therapy was not reported. No additional information is available.